Event description:
Consumer reported complaint for the true metrix meter not powering on when a test strip was inserted. Caregiver is calling on behalf of the customer. The meter battery had been changed one week ago. During the call the true metrix meter did not power on when a test strip was inserted but did power on using the power button. The customer feels well and did not report any symptoms. Caregiver stated that customer had been hospitalized on (B)(6) 2024 due to high blood glucose and had been discharged on (B)(6) 2024. Caregiver stated that the customer had not been able to perform a blood test at the time due to the true metrix not powering on when a test strip inserted, only when pressing the power button. Caregiver did not provide any further information. During the call, a back to back blood test was not performed by the customer. The test strip lot manufacturer¿s expiration date is 06/30/2025; open vial date and product storage were not disclosed. The meter memory was not reviewed for previous test result history.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: (B)(6): user had an inaccurate reference: competitor¿s meter: the end user is comparing results obtained from trividia¿s bgm system to the results from a competitor¿s bgm system. Note: manufacturer contacted customer's caregiver in a follow-up call on (B)(6) 2024 to ensure the replacement products resolved the initial concern - able to establish contact with caregiver who stated customer was in hospice care. No further information was provided.